Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system with the hospital biomed and confirmed the reported issue. A third party replaced the port assembly to resolve the issue.

Event description:
The hospital reported a loss of ventilation due to a broken inspiratory port. There was no patient involvement reported.